Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ material rupture: observed, one opening in anterior assessed as surgical damage. ¿ failure of implant: not applicable as this is a stand alone code. Additional observations: ¿ creases are observed. No further actions are required as the device was implanted.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.